Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic coma and its associated symptoms.

Event description:
Dexcom was made aware on 08/03/2016 that the patient experienced a diabetic coma on (B)(6) 2016. The patient reported that they were feeling light-headed and dizzy. The patient was at home and tried to eat something but ended up passing out. The patient's roommate called the paramedics and he was taken to a medical center. Patient could only remember waking up in the hospital and that his doctor told him that he had experienced a major diabetic crash. Patient's doctor stated that the patient was fine once he woke up. Patient did not believe that the dexcom equipment was at fault and indicated that the event may have been due to over compensation on his insulin. The patient could not recall any blood glucose values. At the time of contact, the patient was doing well. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.